Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis found that the outer insulation was damaged at 22.5 cm - 24.7 cm, and all five filars of the outer coil were fractured at 22.8 cm from the connector pin as a result clavicular crush. Inner insulation damages due to clavicular crush were noted at 22.4 cm and 22.5 cm.

Event description:
This report is to advise of an event observed during analysis.